Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2018-02457. It was reported the patient lost effective therapy due to lead migration. Imaging results confirmed the leads had migrated. Surgical intervention may be pending to address the issue.

Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2018-02457. Additional information received identified that the implanting physician did not place the leads in the position similar to the trialing physician.

Event description:
Device 1 of 2: reference MFR. Report#: 3006705815-2018-02457. Additional information received advised that the patient underwent surgical intervention on (B)(6) 2019 wherein the leads were repositioned to improve coverage. However, therapy was not restored post procedure and surgical intervention may be pending to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 3006705815-2018-02457; related manufacturer reference number 1627487-2019-08343.

Event description:
Related manufacturer reference number 3006705815-2018-02457. Related manufacturer reference number 1627487-2019-08343. Additional information received advised that the patient underwent surgical intervention wherein the leads and ipg were explanted and replaced. Effective therapy was restored post procedure.